Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor reported a capsular tear in a patient's right eye during a laser assisted cataract procedure. No issues were noted during the laser portion of the procedure. The tear was noted during hydro dissection and the doctor relates it to the laser.

Manufacturer narrative:
A company representative visited the site to evaluate the system. Per the service request, the company representative verified all calibrations met specifications. Depth and energy calibrations were found to meet specifications. Review of the provided images of user defined settings did not indicated system related contributing factors. It was noted that there was no problem with the laser treatment. Surgery support following these cases also reported capsular tears. However, the company representative on site noted no problem with the capsulotomy or system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).